Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. Customer treated bg with a glucose pen. Tandem technical support requested the customer to upload pump to t:connect to confirm root cause, however pump has not been uploaded.